Manufacturer narrative:
(B)(4). Event is under investigation.

Event description:
Info provided to the MFR on march 11, 2014 stated that during a procedure on (B)(6) 2013, the introducer broke on the bevel; resulting in the puncture needle going into the right basilica vessel. It was impossible under scan to retrieve the 2cm part. There was no indication at the ablation. The risk of deterioration important compared to the small risk for the pt. The part stayed, in the arm of the pt, who will be monitored because of risk of thrombosis and migration. The MFR was initially informed that the rep was there during the procedure and has the device. However, info was provided by the rep that the initial info from the customer was incorrect as she (the rep) was not at the procedure and does not have the device. She advised that she will contact the customer to clarify and will connect the device. (B)(6).